Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 to treat stress urinary incontinence and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. On (B)(6) 2011, the patient had a revision surgery and an additional sling was implanted due to recurrent urinary incontinence, pain, dyspareunia and urinary tract infections. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05883. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 07/28/2016.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal burning, itching, bleeding from vagina, urinary frequency, urgency, lower abdominal discomfort, yeast infection, irritative voiding symptoms, nocturia, and dysuria.

Event description:
It was reported that following insertion the patient experienced vaginal burning, itching, bleeding from vagina, urinary frequency, urgency, lower abdominal discomfort, yeast infection, irritative voiding symptoms, nocturia, and dysuria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2009 to treat stress urinary incontinence and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. On (B)(6) 2011 the patient underwent a revision surgery and implantation of suspend fascia lata due to recurrent urinary incontinence, pain, dyspareunia and urinary tract infections.